Event description:
This is a report of patient injury: fractures of 2 metatarsals in the right foot. No device malfunction. Patient was an (B)(6) male (B)(6) who was being scanned on an ecam for a cardiac scan. Per normal scan workflow, the scan completed and the table lowered. During the end motion of the scan the patient moved their right leg off the right side of the bed and their right foot was trapped between the rear bed and the gantry as it was lowering. The patient alerted the technologist that their right leg was over the side of the patient bed and their right root was caught between the gantry and rear bed. The technologist then raised the patient bed up to release the patient foot. The patient left the nuclear medicine department. The nuclear medicine department was then notified that this patient had subsequent x-rays of the right foot. The x-ray showed fractures of 2 metatarsals in right foot. The system is operating normally. A review of the product labeling (operating instructions) confirms adequate instructions: "it is the operator's duty to ensure whenever moving the equipment and/or its components, that such movements are performed only when it is assured that no risk of injury to any individual(s) can occur as a result of such movement." There were no injuries to any other person.